Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter it was reported by customer that the cardboard debris was observed in the tray, cardboard debris was observed embedded in a syringe plunger and a hair was observed in the tray. Verbatim: rcc received a complaint via email. Cardboard debris was observed in the tray. Cardboard debris was observed in the tray. A brown substance was observed in the plunger of a syringe. Note: a picture could not be taken because the syringe was rejected during filling. Cardboard debris was observed in the tray. Cardboard debris was observed in the tray. A foreign dark fiber was observed in the tray. Cardboard debris was observed in the tray. Cardboard debris was observed embedded in a syringe plunger. Cardboard debris was observed embedded in a syringe plunger. A hair was observed in the tray. Cardboard debris was observed in the tray. Note: a picture could not be taken because the tray was discarded.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 samples and eleven photos submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Bd could not observe an embedded foreign matter in the syringe sample returned. Since the reported defect was not confirmed, no root cause could be determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.